Event description:
During routine brachial angioplasty, the pta balloon separated from this catheter. Surgical intervention successfully removed most of the balloon from the pt. Some material was not recovered. The portion of the item that was recovered looked as if the balloon had been constructed of two parts. The separation appeared to happen in a transverse line, as if the balloon had been glued together from two separate halves. The pt was post operatively monitored for outcomes, and subsequently discharged on 2/19/96 with no contraindications.